Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issue. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. The cartridge was changed to resolve the issue. Customer's blood glucose was 165 mg/dl.